Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported ongoing issues with inability to "straighten" leg after primary mako robotic knee surgery on (B)(6), 2022. Patient reported a manipulation under anesthesia in (B)(6), 2022 and a procedure on (B)(6), 2022 where her native patella was resurfaced and patella implanted. Patient reports that after having her native patella resurfaced (unknown if any in situ stryker components revised), she reported leg continues to not fully extend and gets "stuck" at a 45 degree angle and she cannot walk. Patient does not want to proceed with providing medical records at this time and noted she didn't feel it was an issue with the product but that her surgeon was not providing any guidance. This is for manipulation under anesthesia in (B)(6) 2022.